Event description:
The affiliate reported that a patient that underwent a shunt operation 3 years ago complained for about a year that he listens to a bizarre sound from the shunt that was implanted. A health care professional in charge of the patient decided to remove the shunt after receiving an agreement from the family. After removing the shunt, the patient still complains of the bizarre sound. The healthcare professional does not doubt the shunt defect any more but still wants to know if there is any problem with the shunt.

Manufacturer narrative:
Upon completion of the investigation, the valve was visually inspected and it was noted that the proximal connector was cut off from the valve and it was not returned. No occlusions were noted in the valve. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. During the testing, no bizarre sounds were noted. The problem reported by the customer could not be duplicated in the laboratory setting, the valve functioned. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.